Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported ¿rupture for left side¿ the device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported, "left side deflation". The device has been explanted and replaced.

Manufacturer narrative:
B3: date of occurenced continued: (B)(6) 2022.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed cracked valve seat diaphragm valve (fill channel) and delamination partial of the valve (adhesive failure). Additional observations: observed creases on the device.

Event description:
Healthcare professional reported "left side deflation.¿ the device has been explanted and replaced.